Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was cardiac arrest. The caller stated that the customer had stroke and diabetes complications that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, as the caller stated that the insulin pump malfunctioned and put the customer in the hospital 5 years prior. The customer was not using sensors. The customer had a stroke on a cruise, and had two cardiac arrests. The caller declined to return the insulin pump for analysis.